Event description:
The patient reported that about a week ago they heard one solitary beep. When the patient woke up the morning of the report ¿it¿ started letting a tone off and it had been doing that every few hours. The patient just had the pump refilled (B)(6) so per the patient it would be unlikely that he was running low on medication. The alarm was confirmed by the hcp as eri, prematurely as eri last month on printout showed 31 months. The patient was scheduled for pump replacement. The patient had no new symptoms, baseline level of pain. The patient recovered without permanent impairment. The pump was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found ¿battery - high resistance¿.

Event description:
Additional information: the pump was replaced for premature battery depletion. A dye study was done. The patient had no symptoms or complications related to the event. The patient status was reported as "aliive-no injury".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the pump had malfunctioned. The reporter was uncertain if the pump was delivering morphine and baclofen or fentanyl and baclofen. The morphine was switched to fentanyl due to residual effects.